Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in report. And the franklin lakes FDA registration number has been used for the manufacture report number. Initial reporter enter address information: (B)(6). The reported lot# 1313809 was not found for the reported catalog# 300846. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd discardit¿ ii syringe plunger movement is difficult. The following information was provided by the initial reporter: syringe plunger is very tight and high friction while flushing into the patient IV lines, need to apply more pressure & sometimes difficult for the griping.

Manufacturer narrative:
There are no samples or photographs available along with the reported complaint of plunger movement difficulty. The investigating team could not investigate or simulate the defect on retention samples as the lot number is unknown for investigating the reported defect. The investigating team could not investigate further as the material code number does not match the lot number reported. H3 other text : see h10.

Event description:
It was reported that the bd discardit¿ ii syringe plunger movement is difficult. The following information was provided by the initial reporter: syringe plunger is very tight and high friction while flushing into the patient IV lines, need to apply more pressure & sometimes difficult for the griping.